Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. During the procedure, it was reported that dissection of the target vessel occurred. The patient recovered. The investigator assessed that the event is not related to device or antiplatelet medication.